Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 242 mg/dl, and the meter bg reading was 524 mg/dl. Reportedly, the customer was delivering insulin based off inaccurate readings and was subsequently admitted to the intensive care unit. Customer's doctor alleged customer's bg level had been "very high". Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.